Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. This evaluation was associated with xc,100018880, which documented the concomitant components. B1 - adverse event added and clarified. B5 - description updated. Investigation: no product at hand. Batch history review: a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: according to the quality standard, a production error and a material defect can be excluded. No CAPA is necessary.

Event description:
Clarification was received: this issue occurred during a procedure while the surgeon was demonstrating the device. An x-ray was taken and the "nail" was not visible in the results.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The magazine came away from the applier at the third clip. A surgeon removed the magazine and found that the nail to fix in applier was missing. The fragment was not found. Therefore the incident was reported since there was the possibility that the fragment remained inside the patient. Components in use listed as concomitant devices are: pl572t / ligature clip 12 mag.= 144 pcs. Pl604r / multif.clip appl. Ti-p 5/310 mm f/sm-clips. Pl575su / challenger ti-p c02-cartridge only.